Manufacturer narrative:
Service was not dispatched to the site for this event a definitive root cause has not been determined to date for this event.

Event description:
The customer reported that instrument generated indeterminate (ind) flagged results were generated on a unicel dxl800 access immunoassay system for one patient's gi monitor results on (B)(6) 2011. The initial ind gi monitor result caused the patient to be redrawn, and seven repeat gi monitor tests (both diluted and undiluted) were executed. The repeat results also recovered with an ind flag. Beckman coulter inc. Customer technical service identified that the customer's recent calibration curve s0 relative light units (rlus) were significantly higher than the s0 rlus on their previous calibration curve. Beckman coulter inc. Customer technical service advised the customer to recalibrate the assay and re-run patient samples on a new calibration curve. A post calibration repeat gi monitor test of the patient's sample recovered an acceptable result. The indeterminate results were not reported out of the laboratory and hence there was no death, serious injury of modification to patient treatment associated or attributed to this event. Instrument gi monitor quality control results recovered within the customer's established specification range during the timeframe of the event. No additional patient information or sample collection/handling information was provided by the customer.